Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose (bg) on an unknown date was 32 mg/dl with unsteadiness when standing and walking, confusion, and cognitive impairment. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s basal delivery settings were recently changed by a healthcare provider. It was reported that the pump¿s audio alert sound level was low and the patient missed a continuous glucose monitor warning of a low bg reading. During troubleshooting, the audio-alert sounds level issue was resolved by adjusting the pump¿s settings. There was no indication or allegation of a device malfunction. The owner's booklet instructs the user not to solely use continuous glucose monitoring technology when making dosing decisions while on pump therapy. This complaint is being reported because the health event was attributed to a use error.